Manufacturer narrative:
(B)(4).

Event description:
It was reported that error icon displayed occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. Functional tests were not performed due to the receiver not turning on. A receiver charge test was performed and failed, but the receiver boots up and the log was downloaded, using a good known battery. A receiver boot test was perfromed and passed. An internal visual inspection was performed and passed. The receiver log was downloaded and reviewed finding error related to the complaint. The allegation was confirmed. The probable cause was determined to be a deflective battery. No injury or medical intervention was reported.